Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were inserted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2001. The diameter of the proximal non-aneurysmal aortic neck measured 25mm and the length from the proximal non-aneurysmal aortic neck to the distal non-aneurysmal iliac neck measured 140mm. The iliac arteries were without excessive calcification or tortuosity. The pt had a history of coronary artery disease and hypertension. It was reported that a sheath was not used during the case. After positioning the delivery catheter, the physician began to crank the reusable deployment handle and the slide ring retracted; however ,the graft cover would not retract. It is reported that the quick release came loose during the deployment, or it may have been loose at the time the device was threaded over the guide wire. As the physician tried to deploy the stent graft, the quick release continued to move further out of the proximal portion of the delivery system, and he could not deploy the stent graft. The delivery catheter was removed from the pt and a device of the same size was successfully deployed. The final angiogram showed no pressence of an endoleak and a successful outcome with the exclusion of the aneurysm was achieved. The pt is reported to be fine, and no add'l clinical sequelae were reported.